Manufacturer narrative:
Ethnicity: unknown/ not provided. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported initially that the doctor performed lasik enhancements on patients with synergy lenses to bring their vision into optimal focus. No other information was received. New information was recently received that the intraocular lens (iol) was explanted from the patient's left eye. An unplanned vitrectomy was required. Explant was due to patient visual issues still there/blurry vision and patient stated that the over-all quality of vision was terrible despite yttrium aluminum garnet (yag) done. A non-johnson & johnson lens was implanted as a replacement. It was noted that the patient was ok post-operatively (op). No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: sep. 19, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: the complaint lens was received cut in half which is consistent with a lens that was handled during explant. No further defects that could contribute to visual issues were observed. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue ¿hm-blurry vision¿, ¿was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.